Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier - (B)(6). Weight unknown / not provided, fax number unknown / not provided, additional PMA/510(k) number : k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #35 fractured and the condition was severe. The implant was removed and the patient was re-implanted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (B)(6) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1228866) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (1228866) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Functional testing could not be performed since the products were not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period ¿ 1 year. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.